Event description:
This record is a consolidation of records summarized as a part of the FDA Voluntary Malfunction Summary Reporting program. Events occurred between (b)(6)- (b)(6), 2026.This report summarizes 3 malfunction events(s), where it was reported the devices experienced inaccurate measurements on the scale. No adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA Voluntary Malfunction Summary Reporting program. 2 devices were functionally/visually inspected in the field. The devices were repaired and returned to use.EVALUATION RESULTS FINDINGS:1 device: Circuit Board / Electrical/Electronic Component Problem Identified1 device: Sensor / Electrical/Electronic Component Problem Identified1 device was not evaluated and no cause was determined, as the customer did not make the device accessible for testing.EVALUATION RESULTS FINDINGS:1 device: Appropriate Term/Code Not Available/No Findings Available There was no remedial action taken. This device is not labeled for single use.